Event description:
It was reported to philips that the system could not make exposures. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a congenital and structural heart procedure. The procedure was completed after a delay of less than 20 minutes by moving the patient to another system. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the system log files found that the power-on self-test of the image processing pc (ippc) was not completed, and the ippc did not start up. The fse replaced the ippc motherboard battery, reinserted the hard disk box, and reinstalled the memory module. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.